Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Since our last submission, we have received and evaluated twelve sealed rep samples of production lot a6d583lu. These samples were returned by the distributor but were not from the production lot suture in question. A visual examination of the packaging was performed and no abnormalities were observed which would have caused or contributed to the difficulty reported. A tensile strength evaluation of the suture was performed by tying surgeon's knots in the suture, snugging them down on flexible rubber tubing and pulling the ends until the suture broke. The resulting values were within both usp and our internal standards for tensile strength for this suture material and size. Further evaluation of the suture pakaging material was performed to determine if excessive moisture was present in the suture foil retainer. The results of our testing found the moisture content was not higher than expected. We are continuing our efforts to obtain sealed rep samples of the production lot of suture in question from the hospital's inventory. We will update the agency should any additional info be obtained.

Event description:
We have received info indicating the pt was sent home one day after having a cesarean section & returned the following day with abdominal bleeding. A reoperation was performed. The pt expired at an unspecified time after the reoperation.